Event description:
On (b)6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared during the morning of (B)(6) 2017. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise and did not make any changes to their diabetes management regimen as a result of the alleged product issue. The patient stated that half an hour later they developed symptoms of ¿sweating, shaky and nausea¿; symptoms which the patient associated with hypoglycemia. In response to these symptoms the patient self-treated by consuming additional food and/or drink during the morning of (B)(6) 2017. At the time of troubleshooting the cca noted that there was no misuse of the device and the issue could not be resolved. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms with meet lfs¿s criteria for a serious injury reportable adverse event.